Event description:
Additional information received noted that during the explant procedure this right atrial lead proximal portion became stuck and the lead was cut.

Event description:
Boston scientific received information that during a routine follow up out of range pacing impedances were confirmed on the right atrial lead. Noise was also noted on the electrocardiogram. A lead fracture was suspected. A procedure was scheduled. No adverse patient effects were reported.

Event description:
Additional information received noted that a revision took place and this lead was explanted. Visual inspection did not reveal a lead fracture. The lead will be returned for analysis. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted dried blood in the lead lumen and the conductor coils were deformed. Laboratory analysis could not confirm a lead fracture.